Event description:
It was reported that the ilet generated an inability to proceed restart alert following a supply change, the user observed a bent cannula upon removing a contact detach infusion set, and insulin delivery was not occurring as intended, which is consistent with failure to infuse associated with the motor component; insulin delivery resumed after a complete supply change and restart. Symptoms included hyperglycemia with a reported blood glucose of 330 mg/dl while the user felt well. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to the system alerts, with the device issue aligning to a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.